Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the ltv 1200 had a high monitored volume. Furthermore, there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the uut (unit under test) assembly was visually inspected, there were no visible defects, damage, or contamination. The utt was installed into the ltv test stand unit after procedures and evaluations were completed. Vent maintenance is enabled, allowing the vent to warm up at nominal settings in servo mode prior to the performance checkout test. The uut monitored unstable volumes during the final check out test chapter 9 (4a) (vte). Calibrated the utt using chapter 6 maintenance & calibration, discovered flow differential low pressure to be unresponsive to pressure changes, and the calibration failed.the reported complaint was confirmed and duplicated. This is isolated to a faulty pres xdcr 10in diff dip-6.